Manufacturer narrative:
Our evaluation findings found the distal end ceramic beak has a piece broken off and the shaft is dented. The inner ceramic tube has been in use for approximately 2 years.

Event description:
During a cysto tur bladder case, pieces of the ceramic beak on the distal end of the inner tube was found to have broken off of the unit while inside of the patient. One piece was found by the surgeon in the patient's bladder and removed, but not sure if there were other pieces left inside the patient. Pathology inspected the specimen, and could not find any piece of the ceramic beak. Other pieces most likely small fragments and were flushed out of the patient during irrigation and not recovered. The patient is doing well, did not need additional hospitalization, or another procedure.